Event description:
A report was received that the patient had a suspected infection. It was also noted that the ipg and a portion of a lead is visible through a hole in the skin. The patient was advised by the physician to go the emergency room (ER).

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was placed on antibiotics and was doing well postoperatively. Additional suspect medical devices component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: 2000015240. Product family: artisan lead 50 cm, upn: (B)(4), model: sc-8216-50, serial:(B)(6), batch: 2000017252. The device is not available for return; therefore, a technical product analysis of the device could not be completed.

Event description:
A report was received that the patient had a suspected infection. It was also noted that the ipg and a portion of a lead is visible through a hole in the skin. The patient was advised by the physician to go the emergency room (ER).